Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/13/2021. H.6. Investigation: one 2477-0007 sample from lot 19095579 was received in open packaging for investigation; fluid was present in the lines. Additionally one collapsible fluid bag and one softouch infusion set were also received in open packaging to assist the investigation. A visual inspection of the 2477-0007 sample did not identify any product defects or manufacturing issues which could have caused or contributed to the customer's experience. Functional testing was performed by connecting both spike components of the 2477-0007 sample to the received fluid bag; in each instance a loose connection was found between the spike and the fluid bag. The returned softouch infusion set was also connected to the infusion bag, and again only a loose connection could be obtained. A closer inspection identified that the spike port of the received fluid bag appeared to have been cut shorter which could have contributed to the loose connection between the spike. The 2477-0007 sample was then connected to a retained fluid bag from bd stock, no leakage or connection issues were found. A review of the production records for lot 19095579 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. A definitive root cause could not be identified as testing of the returned samples did not identify any product defects that could have contributed to the customer¿s experience. In this instance the access port of the infusion container appeared to have been cut, and therefore it could not be determined if this may have contributed to the customer's experience.

Event description:
It was reported that the as lvp bld180m 15d ss leaked from the side of the spike during the blood product transfusion. The following information was provided by the initial reporter: "during the blood product transfusion leakage was detected from the side of the spike, which causes under infusion for the patient. Also by doing the visual inspection it was noticed that the spike didn't go inside the bag spike side completely. The decision was made to change to another infusion set."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the as lvp bld180m 15d ss leaked from the side of the spike during the blood product transfusion. The following information was provided by the initial reporter: "during the blood product transfusion leakage was detected from the side of the spike, which causes under infusion for the patient. Also by doing the visual inspection it was noticed that the spike didn't go inside the bag spike side completely. The decision was made to change to another infusion set."